Event description:
Healthcare professional reported a patient was injected with 0.6mls of juvederm volbella with lidocaine in the lips and perioral area. Patient later developed herpes. When the herpes subsided, patient was injected with another 0.4mls of juvederm volbella with lidocaine into the lips and perioral area about two months after the initial injection. About a month and a half later, patient reported granulomas in the lips. Urbason 16mg for 3 days was prescribed. 75 units of hyaluronidase was injected 5 days later and the urbason prescription was extended. Twoo days later, patient returned with the inflammation and granulomas still present. 150 units of hyaluronidase were injected and patient was prescribed prednisone 30mg and ciprofloxacin 500mg every 12 hours for 7 days. 5 days later, the prescription prednisone treatment was decreased to 15mg. Event ongoing. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-90813). This emdr is being submitted for the 2nd injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.